Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) failed to recognize an installed purge disc. Despite troubleshooting attempts, the failure persisted, and the decision was made to swap out the console. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. After reviewing the imc logs from the reported occurrence date, the issues with purge disc not being able to be recognized was confirmed. The console was tested after arriving. The issue with the console not being able to detect the purge disc was reproduced. Upon examining the automated impella controller (aic) for any visible defects, it was evident that the purge flag was broken. The cause of the issue was a broken purge flag.